Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of pwon - will not power on - device won't power on. Was confirmed. On 15-oct-25 unboxed and paperwork was received. Confirmed report device won't power on. Workmanship at bd field service. Route the device to san diego repair center for normal processing. Recommend bd san diego repair center to completely charging the battery prior to returning to finish good. Failure investigation report attached to qn in sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had device wont power on. There was no patient involvement.